Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 18-aug-2015). It refers to a (B)(6)-year-old female consumer in united states who had essure inserted (fallopian tube occlusion insert ) in 2009. Consumer stated that her physician recommended essure six years ago when she was (B)(6). She was healthy and had completed her family. Three months after the procedure the bloating and extremely painful periods started. The physician dismissed the symptoms and told her to eat more fiber. She also experienced lower back pain, urinary incontinence, daily vaginal discharge, unexplained weight gain, painful gums, constant sweating, metallic taste in mouth, constipation, vitamin deficiencies among others. Her obstetrician, primary care doctor, chiropractor and homeophatic doctors didn't have answers. So, she continued to feel horrible and look horrible every day. (B)(6) 2014 she found an article about essure and it all made sense. She finally found a physician who listened her story and today she is one week post operative from a hysterectomy and essure removal (performed in (B)(6) 2015). Many of her symptoms disappeared immediately after surgery. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and, after 3 months of insertion, extremely painful periods started. This event is considered serious due to medical importance and is listed in essure's reference safety information. In this case, consumer stated she had painful periods and hysterectomy was performed 6 years after essure insertion. Several other non-serious events were reported, most unrelated to essure due to their nature. As the painful periods started after essure insertion, causality with the suspect insert is considered related. And, as removal of the micro-insert was necessary, the case is classified as incident. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and, after 3 months of insertion, extremely painful periods started. This event is considered serious due to medical importance and is listed in essure's reference safety information. In this case, consumer stated she had painful periods and hysterectomy was performed 6 years after essure insertion. Several other non-serious events were reported, most unrelated to essure due to their nature. As the painful periods started after essure insertion, causality with the suspect insert is considered related. And, as removal of the micro-insert was necessary, the case is classified as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.